Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record device history lot manufacturing location: monument, manufacturing date: 05-nov-2018, expiration date: 01-oct-2028, part number: 04.032.090s, 11.0mm ti troch fixation nail screw/90mm ¿ sterile, lot number: h758369 (sterile), lot quantity: 12 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in process inspection/final inspection, ns035665 rev j met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 15657 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21012, tialnbri13.00, lot number: h701863, lot quantity: 1,506 lbs. Certified test report supplied by perryman company dated 30-july-2018 was reviewed and determined to be conforming. Lot summary report dated 02-aug-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 22-apr-2019: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary complaint summary: 05/06/2019: updated event description based on (B)(6) 2019: it was reported that on (B)(6) 2019, during a trochanteric fixation nail (tfn) surgery, the femoral neck screw was bent on opening giving difficulty with insertion. The screw was removed and a different screw was used. The procedure was successfully completed. There was surgical delay of an unknown number of minutes. Patient outcome was unknown. Concomitant device reported: unknown tfn nail (part #: unknown, lot #: unknown, quantity: 1) . This complaint involves one (1) device. Flow: damage, visual inspection: the titanium femoral nail screw (part # 04.032.090s, lot # h758369, mfg # 05-nov-2018) was received at us cq with the distal prong threads deformed and bent. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed. Document/specification review: conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: reportability changed from si/rm (adverse event/required intervention) to rm (product problem) only for us-FDA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a trochanteric fixation nail (tfn) surgery, the femoral neck screw was bent on opening giving difficulty with insertion. The screw was removed and a different screw was used. The procedure was successfully completed. There was surgical delay of an unknown number of minutes. Patient outcome was unknown. Concomitant device reported: unknown tfn nail (part #: unknown, lot #: unknown, quantity: 1) . This complaint involves one (1) device. This report is 1 of 1 for (B)(4).